Event description:
Underwent a brostrom repair on (B)(6) 2017 to treat instability of the ankle. Md used arthrex internalbrace ((B)(4)) to reinforce repair. The device was used in an off label manner, splitting the suture into a v (fibula-talus and fibula-calcaneus). Initial results were god, including post-physical therapy range of motion and strength. However, I was unable to return to exercise as I experienced pain 2-3 days after each attempt. Additionally, the atfl and cfl slowly returned to their pre-procedure laxity. By (B)(6) 2019 I was experiencing near chronic pain at levels higher than per-procedure. Therefore, I sought additional treatment from a different md. She recommended undergoing a second brostrum procedure, which took place (B)(6) 2019. During the procedure she removed a large amount of scar tissue within the joint space and around the original repair site. The original anchors were visualized. All three were well seated below the bone surface, with suture material exiting each anchor. The suture material was no longer in continuity between the anchors. Both strips had broken, activity levels between procedures, apart from physical therapy, are best described as primarily sedentary with <10 sessions of exercise (activities included cycling, indoor rower, and light weights.) Surgical revision. Weight at time of original procedure: (B)(6) lb. FDA safety report ID # (B)(4).